Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested patient demographics were not provided.

Event description:
It was reported that the low sorb tubing is eroding below the filter with multiple chemo drugs infusing in the peds unit. They have also had an issue with low sorb tubing leaking from the filter site.